Manufacturer narrative:
The device was not returned; however, the battery was returned for evaluation. The customer's report was duplicated and attributed to a depleted battery. As a result, the battery was scrapped and a replacement battery was sent to the customer to resolve the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.